Event description:
The pt reportedly experienced a decrease in performance. Programming adjustments were made and external equipment was exchanged; however, this did not resolve the issue. Testing confirmed the device is functioning. Surgery to explant the pt's device is under consideration.